Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 56 mg/dl, 158 mg/dl (in the potential notes it was documented that between tests patient "drank an 8 oz glass of o.j."). Tests were done within 15-20 minutes with a difference of 85%. Patient did not experience any adverse events. No further information has been reported.